Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. Nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is 122mg/dl. The customer did report symptom of dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the dining room. During the call, a back to back blood test was performed by the customer and produced test results of hi display fasting using meter. The test strip lot manufacturer¿s expiration date is 04/30/2021 and open vial date is (B)(6) 2019.

Manufacturer narrative:
Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.